Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient experienced phrenic nerve stimulation and the lead exhibited unacceptable thresholds. The lead was capped and replaced.